Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) in bay 2 displayed a ¿battery not charging¿ condition. All necessary checks were performed, and it was confirmed that the issue was not related to the batteries. Further troubleshooting identified the root cause as a fault in the power management board. The incident occurred during routine checks conducted by the end user, and no patient was involved.